Event description:
Intravascular balloon would not deflate. It was inflated in the inferior vena cava (ivc) for more than 30 minutes. During an ivc filter removal procedure the 16mm balloon would not deflate requiring advanced techniques including needle puncture from internal jugular access. This balloon was successfully removed. No harm /injury to patient. Manufacturer response for cardiac catheter, atlas gold pta dilatation catheter (per site reporter). Not known, rep was made aware.